Event description:
The customer reported that there was a communication failure error message and failed to boot to a usable state. There is no report of a patient injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The cpu pcb and associated connections were evaluated for possible replacement. No conclusion can be drawn as conclusive repair info is unavailable at this time and no add'l service info was provided.